Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported by the product user facility on that an fecal management system (fms) was placed in a patient for diarrhea and fecal incontinence, patient was on tube feeding that started (B)(6) 2021 on (B)(6) 2021 and removed (B)(6) 2021, reinserted again on (B)(6) 2021 and removed (B)(6) 2021. A rectal exam was not done prior to placement of the device, which is outlined in the product IFU to perform prior to placement. It is unknown how much fluid was placed in the device retention balloon. The patient was bed bound and was on a reposition program. The wound was initially identified on (B)(6) 2021 as a cluster of 2 unstageable pressure injuries to the perianal region, slough covered, no signs of gross infection, noted to be yellowed, necrotic tissue on mucosal membrane of anus. Patient was also noted to have a deep tissue pressure injury of the right sacrum at the time of device removal on (B)(6) 2021. The complainant states "patient was occasionally leaking around the flexiseal. Barrier cloths were being used with peri care". The patient had a wound clinic consult, was placed on specialty mattress, offloading every 2 hours, desitin max three times per day to sacrum & perianal region, no prolonged sitting, avoid direct pressure on wounds. No photographs received depicting the reported complaint issue.